Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The original manufacture (OEM) nordson medical provided their investigation results for balloon model bd-400p-1380 lot # 520089a report that balloon broke during procedure was unable to be confirmed. No product returned. The root cause could not be identified and no corrective actions will be taken at this time. It is possible the device was nicked during the insertion process. All balloons are leak tested 100% during manufacturing. Per DHR review: the DHR for the finished device was reviewed (159-24673-03/520089a) and no abnormalities in documentation or process were noted.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The balloon was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, the instruction manual warns users, "always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury".

Event description:
The service center was informed that during a colonoscopy procedure, the balloon broke. It is unknown if any device fragment fell into the patient of if the intended procedure was completed. There was no patient injury reported.